Event description:
It was reported, during an ureteroscopy to remove a stone located in the kidney, the user of the basket of an encircle tipless stone extractor described that the basket was stuck in the open position inside the kidney, and it would not close. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - lot #. Expiration date. Primary UDI number: unknown. E1 -title: health professional. E3 - occupation: health professional. G4 - PMA/510(k) #: exempt. H3 - device anticipated but not yet returned. H4 - manufacture date: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: medical device problem code (annex a), (annex g) summary of event: it was reported, during an ureteroscopy to remove a stone located in the kidney, the user of the basket of an ncircle tipless stone extractor from an unknown lot, it was described that the basket was stuck in the open position inside the kidney, and it would not close. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in open package. The basket formation was twisted and out of shape. Handle actuates basket formation; however, the basket formation does not close into the basket sheath. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The information provided upon review of complaint file, returned device, and quality control documents provides evidence to support that the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. The product IFU, provides the following information to the user: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided and the results of the investigation, cook has concluded that the cause for the deformation could not be established. The returned device was found to have a severely deformed basket. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.